Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set's cannula being kinked between (B)(6) 2024 . The blood glucose level was 240 mg/dl and treated with correction bolus via pump. The event occured for 3 sets in 3 or more hours and another 3 within 3 hours, after being in use for 3 hours. The site of insertion was located at abdomen. The issue was resolved by replacing infusion set and resuming insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.